Event description:
Baxter japan reports that the silicone tubing of a transfer set was leaking. The set had been in use for 7 days. There was no patient injury or medical intervention reported by the international affiliate.